Event description:
The procedure was an svg coronary. The physician used a 3mm spiderfx in the svg about 3 cm distal to a previously deployed stent. The physician then deployed a 3x22 coronary stent, removed the delivery system and was re-entering with a 3x20 coronary balloon. It was noticed on monitor that spider wire had migrated proximally and was positioned at distal edge of the old stent. The physician noted that spider needed to be advanced outside the old stent. The physician then went in with the retrieval end of the spider catheter to advance filter but it would not move in either direction. A different physician was called to consult and discussed possibility of the spider filter getting hung up on stent or initial wiring went behind a strut. Several attempts were made to remove and dislodge filter, including balloon angioplasty proximal to filter, and wiring past filter, all to no avail. Patient went to surgery to have the spider fx filter removed. It was noted that the wire had been tracked behind the previously deployed stent struts. The patient was still in recovery as of (B)(6) 2012 the patient was discharged and later readmitted. The patient has since expired. The date of death is currently unknown.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information about the patient death has been requested. Should further information become available a supplemental report will be sent.